Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt experienced a worsening of his motor symptoms. Lead impedances were abnormal and on x-ray the lead appeared fractured, about 1cm from the stimloc. It was planned to replace the lead in (B)(6), 2010. See previous MFR report 3007566237-2010-10471; this report should have been filed under a main device, an implantable neurostimulator. See also correction in section d for lead lot number and implant and explant dates of lead.